Event description:
It was reported that a pt underwent a three-levels balloon kyphoplasty procedure at levels t12, l1 and l2. The procedure was completed without difficulty or apparent bone cement extravasation. Post procedure, the pt developed paralysis of her left leg. A CT, MRI, and CT angiogram evaluations were performed and did not show any bone cement in the spinal canal or an injury at the level of the balloon kyphoplasty. The pt was seen by a neurologist. Metabolic and hematologic screenings were negative. The lesion level, based on sensory findings, was placed at t4-t8, is above the level of the balloon kyphoplasty procedure. The pt received physical therapy without further surgical intervention and was discharged ambulatory with the aid of a walker. Full recovery was not expected. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.